Event description:
It was stated that the customer experienced high blood glucose. It was stated that the customer treated her blood glucose levels by bolusing, but the blood glucose remained high. The customer then went to the hospital and the blood glucose reading at the hospital was 33 mmol/l. No alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.